Event description:
The customer called braun thermoscan stating she believed she was obtaining erratic temperature readings. She was monitoring her daughter, who had visited the dr and was diagnosed with a sinus infection a week prior to the event. The customer had been administering medication for the child's cold. Using the ear thermometer, readings of 99.7, 100.4, and 100.7f were obtained at home, before the child seized. The parents took the child to the hosp, where a rectal reading of 104.5 or 105 f was obtained (the mother reported the first reading, and the father the second in a subsequent conversation). The father estimated the ear temperatures reported were taken 10-15 minutes before the rectal reading. Because the doctors believed the child had a secondary infection in addition to the sinus infection, they performed a spinal tap, a sonogram, and possibly other tests. The father reported that although they had established a healthy baseline temperature of 98-99 f on the child, they were having difficulty with the unit before this instance, but didn't call. The unit has not yet been returned for an evaluation.